Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. (Omitted information from (B)(4): return of symptoms) the patient reported something went wrong with their initial implant. They were not sure what the problem was, but stated they had it replaced shortly after implanted. No patient symptoms were reported.